Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination of the pump showed no abnormalities. Functional testing was performed: this showed the device met with specifications. The returned device was found to perform as expected. The reported issue could not be confirmed during testing.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited numerous high alarms error messages. It was reported that the pump ended cycle 10 mins early and did not finish infusion. No adverse effects were reported.